Event description:
It was reported that receiver not working occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge was performed and passed. A receiver boot was performed and passed. Functional test results was performed and passed. An internal visual inspection was performed and passed. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).